Manufacturer narrative:
(B)(4). Eval results/conclusions: 100% stenosis at target lesion, severe calcification. Device eval: blood and contrast were evident inside the balloon and inflation lumen. A continuous flow of bubbles was noted when pressure was applied to the balloon. A pin hole was located on the balloon over the proximal edge of the marker band. No additional clinical sequelae were reported.

Event description:
The physician was attempting to dilate a lesion using a 1.5 mm diameter x 10 mm length sprinter legend rapid exchange (rx) balloon. The target lesion was a 3 branch lesion with 100% stenosis at the rca and severe calcification at the lcx to lad. The balloon ruptured while the physician was attempting to dilate the lesion, resulting in a spiral dissection. The procedure was finished without treating the dissection.